Event description:
The customer reports a catheter hub broke away from the catheter and infusion was leaking.

Manufacturer narrative:
Qn#(B)(4). The customer returned one PICC catheter for evaluation. After the catheter failed functional testing, the extension line was microscopically examined at the point of failure. A small separation was found between the juncture of the proximal extension line body and luer hub. The separation was consistent with undue force being applied to the line. The inner diameter of the proximal extension line measured to be 0.056" which is within specifications of 0.055-0.059" per product drawing. The outer diameter of the proximal extension line measured to be 0.096" which is within specifications of 0.093-0.097" per product drawing. This indicates that the extension line wall thickness is as expected. The catheter was functionally tested by clamping the distal end and injecting water into both extension lines using a lab inventory syringe. When the proximal line was pressurized, water leaked from the luer hub/extension line connection. No leaks were observed when the distal line was pressurized. A manual tug test confirmed the distal and proximal luer hubs were fully secured on the extension lines. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user , "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage." The customer report of an extension line leak was confirmed by complaint investigation. The returned catheter contained a small hole in the proximal extension line adjacent to the luer hub. The hole was consistent with undue force being applied to the extension line, causing breakage. The returned device passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports a catheter hub broke away from the catheter and infusion was leaking.